Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Pa was not able to insert the scope into the device. They opened a new device to complete the case. There was no harm to the patient.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10, h11. Corrected section: h6 - evaluation result code changed; evaluation conclusion code changed trackwise # (B)(4). The lot # 25152090 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/25/2021. An investigation was conducted on 02/15/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on either the harvesting device or the cannula. A mechanical evaluation was conducted. The endoscope was not returned for evaluation. A reference endoscope was inserted into the cannula with no physical or visual difficulties. The harvesting device was inserted into the cannula. No visual or physical difficulties were observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Pa was not able to insert the scope into the device. They opened a new device to complete the case. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152090 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/25/2021. An investigation was conducted on 02/01/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on either the harvesting device or the cannula. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula. No visual or physical difficulties were observed. A reference endoscope was also inserted into the cannula. The reference endoscope was unable to be inserted fully into the cannula. There were no physical or visual defects observed on the inside of the cannula. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Pa was not able to insert the scope into the device. They opened a new device to complete the case. There was no harm to the patient.